Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that when the autopulse platform (s/n (B)(4)) was powered on, the platform displayed "system error, out of service, revert to manual CPR". The customer also reported that at times the platform's display is blank and the device makes noises. Multiple follow-up attempts were made to contact the customer for additional information; however, were unsuccessful. No further information was provided and it is not known if there was patient involvement.